Event description:
The daughter of an (B)(6) female patient contacted zoll customer support to report that her mother's monitor displayed service code 204. Zoll customer support reviewed the patient's download and confirmed the occurrence of service code 204 along with several instances of service code 107. The patient received a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (service code 107/204) is under investigation. Upon evaluation the monitor began to experience constant reset. The cause of the constant resets has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. The cause for service codes 107 and 204 cannot be positively determined. Root cause analysis will continue after components u102 and u105 are replaced by supplier. A supplemental report will be sent following completed root cause analysis. No adverse event resulted from the defective flash memory components. The patient received a replacement monitor. No problems were discovered with the patient's electrode belt.